Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and advised that the pump could continue to be used. The customer was instructed to call back if the malfunction code recurs and acknowledged understanding the advice.